Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4) implantable pulse generator 2003 (B)(6). (B)(4).

Event description:
It was reported that there was sensing difficulty on the lead. The lead was removed. No patient complications have been reported as a result of this event.